Event description:
Some of the device's internal connections pins are missing. Additionally, reporter noted that there appears to be corrosion in the connection area. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.